Event description:
The reporter stated that the flushing mechanism on the arterial line of the pressure monitoring set stuck and remained in the flush position. No adverse effects reported.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.